Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer reported they were getting poor communication with the patient programmer with and without the antenna. Troubleshooting did not resolve the issue. A new programmer was sent to the patient and they followed up on (B)(6) 2016 and reported that they are still getting poor communication. It was recommended that that patient follow up with healthcare provider (hcp) to check the device. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.